Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient was asked about the circumstances that led to it taking 10-12 hours to recharge. They replied by stating, "it just took that long to full charge overnight." The patient stated that their complaints went unresolved, so they went to a new pain center. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that it was uncomfortable to recharge the device so the patient stopped using the therapy. No further complications were reported. Follow-up was conducted. Additional information was received from a consumer regarding the patient. It was reported that the patient just could not hit in one spot on that charger circle for 10-12 hours. The patient reported that it killed their back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was no discomfort. The patient reported that they were having to lie 8-12 hours on that 2.5 inch disk all night. They stated that they would often awake in the morning and the disk would have shifted out. The patient reported that they would then have to lie on it for 4-6 hours more to fully charge it. The patient stated that 3 days later, they would do it all over again. No further complications were reported.